Event description:
A malfunction alarm was reported; however, there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted with resetting the pump, after which the malfunction did not recur.